Event description:
Hospital reported that a pt experienced endophthalmitis secondary to a 25-gauge epiretinal membrane surgery with no injection of air, gaz or silicon at the end of surgery on (B)(6) 2013. The event occurred one or two days postoperatively. Hospital pharmacist also reported that their sterilization circuit had been computerized in (B)(6) 2013. Additional info has been requested. This is one of ten reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).